Event description:
It was reported that the patient was seen in the hospital due to unrelated health issues. Upon interrogation, the right atrial lead exhibited noise and auto mode switch episodes. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
Final analysis found insulation abrasion at 17.8 cm-18.8 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.